Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, it was reported that a minimum fill notification occurred after filling the cartridge with 197 units of insulin. There customer's blood glucose level was 257 mg/dl. Reportedly, the customer loaded a new cartridge to resolve the issues. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.